Manufacturer narrative:
The driver was examined under magnification. There were no signs of fatigue at the fracture site. The surface characteristics were a slanted fracture surface with smooth surfaces along one side of the fracture. This is most likely caused by combination of overloading in torsion (twisting) and side bending forces. Additional mdrs associated with this event: 3025141-2016-00191 screw.

Event description:
During screw insertion into a aculoc 2 plate, the driver tip broke off in a screw head. The tip was not able to be extracted from the screw head and was left implanted in the patient's body.